Event description:
Product analysis of the returned handheld device and flashcard has been completed and the battery failure (handheld device not holding a charge) was not confirmed. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on (B)(6) 2012 that a physician's dell x5 handheld device was not holding a charge and therefore he wanted it replaced. The physician stored the handheld device in a bag when it was not being used and did not use the handheld often. There were no reports of user mishandling. The physician was sent a new handheld device and the dell x5 handheld in question was returned to the manufacturer. Device evaluation has not been completed at this time.